Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was clicking and would not pop open. A field service engineer checked the slides and found the back of the slide bumpers were damaged. The fse replaced both bumpers to resolve the issue. Additionally, fse reseated and checked all cables. Customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was failed to open and the device was located in an ICU room with urgent patient care. The user attempted to recover storage space, but it was unsuccessful and also tried a hard reboot of the station for 15 minutes, but that did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.